Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 3 mg/ml at 1.0001 mg/day, bupivacaine 30 mg/ml at 10.001 mg/day, compounded baclofen 500 mcg/ml at 166.68 mcg/day, droperidol 200 mcg/ml at 66.67 mcg/day, and clonidine 200 mcg/ml at 66.67 mcg/day via an implantable pump for malignant pain. It was reported the patient experienced withdrawal symptoms on (B)(6) 2015 and the clinical diagnosis was intrathecal medication withdrawal. The patient reported withdrawal symptoms including nausea, vomiting, chills, and anxiety. Following the scheduled pump refill, two single boluses were programmed on (B)(6) 2015 which resolved the symptoms. A bolus of IV fluids was also administered on (B)(6) 2015. The cause of the withdrawal was not determined. It was discussed to perform a cap dye study if the symptoms persisted, but the patient reported resolution of symptoms at their next visit. The etiology was noted as related to the drug (hydromorphone, clonidine, baclofen), device or therapy and not related to the implant procedure. The drug action that caused the event was indicated as 'no change in drug'. The outcome was indicated to be 'resolved without sequelae' as of (B)(6) 2015. No further complications were reported/anticipated.